Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2012, the scissors broke while trying to cut a wire for a splint. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Manufacturing documents were reviewed and no complaint related issues were found. The device was received and it was confirmed that one of the two blades was broken off. The cause is unknown, there is evidence that a lot of force was used on the blade and therefore led to a forced fracture. The investigation has shown that these scissors have been used for the cutting of a cerclage wire during an imf surgery. We would like to point out that this article is designed for cutting matrixneuro contourable mesh.